Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by a medtronic representative. The system was fully functional and the system checkout showed no anomalies.

Event description:
Medtronic representative reported that a pt had the l5 right screw not inserted correctly and required a revision. Site representative reported that it was not an issue with navigation, but with the placement of the screw. Revision surgery completed without issue. Pt reported to be doing great.